Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the um201 instrument flexible tip broke and dropped from the manipulator into the pt (could retrieve from the pt). Another instrument was used to complete the case.